Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was not turning on. The customer¿s blood glucose level was 397 mg/dl at the time of incident and other relevant blood glucose level was 348 mg/dl. Customer stated that they replaced 4 new batteries, still insulin pump showing insert new battery alert. The customer reported that the insulin pump did not received a low battery alert prior to the replace battery alert. Customer stated that the battery was not previously used. Customer stated that the battery cap was not loose, cracked or damaged. The customer was advised to monitor insulin pump. The insulin pump will not be returned for analysis.